Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40050. It was reported that a patient presented in-clinic for a system revision procedure. Prior examination of the patient's implantable cardioverter defibrillator system was found to be infected. The system was explanted on (B)(6) 2022. No adverse patient consequences were reported.